Manufacturer narrative:
During inspection and testing, service found foreign material exiting the channel. The foreign material was fibrous and clogged the nozzle. Component analysis of the fibrous material showed the material was polyethylene terephthalate which is used for clothes, but the origin of the material could not be identified. A review of the device history record found no deviations that could have caused or contributed to foreign material in the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the nozzle was clogged with foreign material due to insufficient reprocessing. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (image issue) was confirmed during testing. Part of the image was blurry possibly due to the foreign material being reflected in the image, and there was a stain on the objective lens which may have caused insufficient air flow to clear water from the lens. In addition, the scope connector was flooded and damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the upper left corner of the image from the subject device disappeared and became cloudy during a procedure. The portion of the image disappeared suddenly and returned temporarily. Polishing with a lens cleaner solved the issue temporarily. The procedure was completed with the subject device and there was no effect on the patient due to the event. The customer also reported the water leakage detection tube was installed after wiping water from the connector part and that it would be difficult to think that water would enter from this part. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material exiting the channel. This report is being submitted for the malfunction found during evaluation (foreign material).